Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 800 ohms to 1200 ohms. Troubleshooting was performed and all values were within normal limits. The patient continued to be monitored and four years later at a normal follow up visit, noise was noted which was oversensed , resulting in a stored ventricular tachycardia (vt) event. The noise could not be reproduced and there were no patient symptoms. The patient was brought in for non-invasive programmed stimulation (nips) testing and no issues were identified. The sensitivity was reprogrammed from 0.6mv to 0.7mv. No additional adverse patient effects were reported.